Manufacturer narrative:
Investigation date: 04/06/2016. One kangaroo epump was returned with a specific request for service/repair. The customer states: performed an occlusion test and the occlusion alarm should alarm at 15psi the motor will not get pass 10 during the pressure test. The upstream occlusion works but the downstream occlusion does not work. The customer¿s complaint was confirmed. Initial testing of the unit found that the unit was not performing occlusion test correctly, identifying a failure with the unit; therefore, this report will be considered confirmed. The root cause of the reported condition was due to a weak gearbox and the ultrasonic sensor was not detecting properly. The ultrasonic sensor and gearbox were replaced to correct the issue. The unit was then fully tested and found to function normally and within specifications. Product kangaroo epump was manufactured in 2013. A review of the device history record indicates all parameters and acceptance criteria were within specified limits when released. A review of the service history records indicates there is no other service history recorded for this system.

Event description:
It was reported to covidien on (B)(6) 2013 that the customer experienced an issue with an enteral feeding pump. The customer states that an occlusion test was performed. The unit should have alarmed at 15 psi, but the motor will not get past 10 during the pressure test. The upstream occlusion works, but the downstream occlusion does not work.